Manufacturer narrative:
The pod arrived fully deployed. Discoloration was observed beneath the top housing. Corrosion was observed on the mechanism rails, linkage assembly, and batteries/surrounding chassis. Addition corrosion was observed on the printed circuit board. Download data was not retrievable, and the type/cause of the reported alarm could not be determined as a result. Fluid failed to flow through the complete fluid path. A tear was observed on the unexposed portion of the soft cannula, measuring 0.177 inches from the nailhead. Fluid was observed leaking from this tear, ultimately contributing to the internal corrosion and subsequent data loss. It could not be confirmed if the observed cannula tear is linked to the reported hazard alarm. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 16.7 mmol/l (300.6 mg/dl). An occlusion alarm alerted while wearing the pod on the abdomen for between 24 and 36 hours. As treatment, 6 units of insulin was injected.